Manufacturer narrative:
The technician found that the CPR dampener was intermittently freezing up and disengaging the head section. He replaced the CPR dampener to repair the bed.

Event description:
Info received indicates the head section is disengaging, causing the head section to lower as if CPR has been activated.